Event description:
It was reported the patient had difficulties charging and the ipg became inoperable. The patient underwent surgical intervention where the ipg was explanted and replaced with a new one restoring therapy.